Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During the follow up an alert related to the shock impedance over range was observed. The lead was capped and a new lead was implanted. The patient is in stable condition.